Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. During the replacement procedure, the rv lead had an impedance over 2000 ohms. The physician believed that the lead may have had a subclavian crush as the patient was very active. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead 2004-(B)(6). (B)(4).